Event description:
The customer reported the fluoroscopic image was intermittently blacking out and unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image chain connections do the ccd camera were evaluated and re-seated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.